Event description:
On (B)(6) 2014, an inappropriate warning report was received by the physician (through remote monitoring system). The physician reported that this warning report was related to a shock delivered during the induction procedure, performed on (B)(6) 2014. An explanation is requested.

Manufacturer narrative:
Preliminary analysis of the files revealed that the system operated as specified and as expected. The ¿shock delivered¿ alert was triggered during the induction procedure on (B)(6) 2014. No reset of the alerts has been done since that date. Therefore the alert was still displayed in the report dated (B)(6) 2014.

Event description:
On (B)(6) 2014, an inappropriate warning report was received by the physician (through remote monitoring system). The physician reported that this warning report was related to a shock delivered during the induction procedure, performed on (B)(6) 2014. An explanation is requested.

Event description:
On (B)(4) 2014, an inappropriate warning report was received by the physician (through remote monitoring system). The physician reported that this warning report was related to a shock delivered during the induction procedure, performed on (B)(6) 2014. An explanation is requested.